Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced an unexpected g5 mobile application shut-off and a hypoglycemic event. Patient reported that her smart device didn't alert her to the low due a loss of connection as the application was closing out. The smart device was next to her head and in range patient's treatment is unknown. There was no intervention by a health care professional. At the time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.